Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported intermittent leads ECG [wont' read intermittently blurry]. No pt involvement was reported.